Manufacturer narrative:
The customer contacted the siemens customer care center for the discordant, flagged ctni result obtained on the dimension vista instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, flagged cardiac troponin (ctni) result. Headquarters support center (hsc) has reviewed the information provided as well as a review of data from the instrument. The cause for the falsely discordant, flagged ctni result is unknown. The data is consistent with a patient sample specific issue that occurs without instrument or qc issues. Quality control was within specification at the time of testing. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant, measurement error flagged cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 system. The initial result was reported to the physician who did not question the result. A new sample was drawn and run on the same instrument and a lower, unflagged result was obtained. A corrected report was issued for the unflagged result. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.